Event description:
Pt emailed corporate on (B)(6) 2011 and claimed "nuface broke all of the capillaries on my face. "He claimed he followed the instructions carefully, used it with other anti-aging serums, and had never experienced the issue before. He had already returned for refund to the retailer purchased on (B)(6) 2011. Device was tested when returned from retailer and no defects were found. Corporate instructed pt to consult a dermatologist to determine cause of broken capillaries. A letter was sent from the dermatologist on (B)(6) 2011 with the following notes: "a thorough exam yielded the following: red and blue fine telangiectasias scattered on his chest and face. Our impression: telangiectasias possibly caused by microcurrent device. Pt has no medical problem that would indicate that the telangiectasias are pathologic in nature. Recommendations and mgmt: (B)(6) is a good candidate for vbeam and electrodesiccation treatment."

Manufacturer narrative:
We were awaiting a confirmed diagnosis from the dermatologist who saw the subject.